Event description:
During an atrial tachycardia ablation procedure using a therapy cool flex ablation catheter, a pericardial effusion occurred. As the physician was ablating with the therapy cool flex ablation catheter between the left atrial appendage and the left superior pulmonary vein, the pt became hypotensive and hypoxic. An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the pt. The pt is currently listed as stable. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.